Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, dark ring, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. One sharp edge broken in the side anterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Patient reported right side deflation and pain. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, pain.

Event description:
Patient reported right side deflation and pain. Device remains implanted.